Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump attempted to deliver up to 15 unexpected boluses of 1.8 units without user input or interaction. Reportedly, customer was able to cancel all boluses prior to delivery. Additionally, it was reported that the pump shut off unexpectedly. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for these issues; however, no response was received. There was no reported impact to blood glucose.